Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient called to report his concern about his inflatable penile prosthesis (ipp) device. He stated that the fluid would not stay in the cylinders. He states that he does get the pop on activation but with subsequent pumps the fluid transfers back and forth and he does not get an erection. Patient liaison went over trouble shooting techniques with him to include the reboot and a manual valve reset. He will contact his physician for follow-up if these maneuvers do not help.